Event description:
This complaint is now reportable based on the analysis completed on 7/28/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the wire was stopped inside the stent catheter. However, the returned product confirmed that there was stent damage and a break in the hypotube. While introducing the guidewire into the monorail segment of a 3.0x20mm taxus liberte' drug eluting stent catheter, the wire stopped in the middle. This event occurred during introduction and the device was not used. This prouct is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device was received in two sections as a result of a break that occurred in the hypotube. The break was located approx 79.5 cm distal to the strain relief. The stent was partially deployed at both the proximal and distal ends of the stent. The distal end of the stent was flattened. During our attempts to push the recommended size quidewire through the wire lumen, a restriction was met. This restriction was noted at the distal markerband area and was consistent with the wire lumen being flattened at this site. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is noted that no additional complaints have been received for this particular batch of devices. The root cause as to what caused the damage to the device could not be identified. The guidewire restrictions that were confirmed is consistent with the wire lumen being flattened. This damage could not have occurred at the manufacturing facility as all units are packaged with a 0.015 inch product mandrel that is inserted through the wire lumen and protects the integrity of the lumen during shipment.